Event description:
Procedure: hernia repair. Reportedly, during the procedure, the balloon on the trocar ruptured. Pieces of the balloon fell into the patient's cavity and had to be retrieved. No patient injury reported.